Manufacturer narrative:
The complaint of leaks on item ch3034 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led the reported complaint. Additional contact: (B)(6).

Event description:
The incident involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap. The reporter stated that the chemotherapy drug leaked. The event occurred during infusion. There was patient involvement, no adverse event/ patient harm and no delay in critical therapy. There was not any unprotected chemo exposure to the patient and healthcare provider.